Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the distal and proximal ends were expanded and damaged. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded 90% stenosed, 3.00mm x 36mm, de novo target lesion was located in the mildly calcified and non-tortuous right coronary artery. A 2.75 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion even with repeated efforts. During the procedure, the stent struts were damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded 90% stenosed, 3.00mm x 36mm, de novo target lesion was located in the mildly calcified and non-tortuous right coronary artery. A 2.75 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion even with repeated efforts. During the procedure, the stent struts were damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.